Manufacturer narrative:
The device was manufactured may 18, 2017 ¿ may 19, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured bladder. The ruptured bladder was microscopically examined for any abnormality that could have caused the rupture; no additional issues were observed. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured immediately after filling with sodium chloride solution. There was no patient involvement. No additional information is available.